Event description:
The account stated that the lift off foot section shifted and fell when the pt was positioned on the foot section of the bed. Neither the pt nor the caregiver was injured.

Manufacturer narrative:
The technician found the mounting brackets on the foot section were overall narrower than compared to the other affinity four birthing beds. He indicated there may be an issue with the location of the hole on the foot section weldment where the mounts bolt to. The account replaced the foot section to repair.